Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to verify failed battery test alarm and low battery alarm due to blank display. No moisture damage on electronics noted. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery, had a blank display, and alarmed failed battery test. The customer's blood glucose was 167 mg/dl. The customer stated that the low battery alert came on, but when he changed the battery, the display did not come back on. He noted that the insulin pump had not been dropped or bumped, and it had not been exposed to moisture, although he stated that he lives in a humid area. No damage or corrosion to the battery cap or compartment was observed. Upon troubleshooting for the blank display, the display returned with a new battery insertion. Upon troubleshooting for the failed battery test, the failed battery test alarm recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.